Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant the pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements that triggered the lead safety switch (lss). It was noted that the rv sensing measurements were within range. The cause of the high impedance was unknown. At this time the physician opted to continue to monitor the patient and no intervention was performed.

Manufacturer narrative:
Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies; detailed analysis did not reveal any abnormalities. Additionally, x-rays of the lead were performed and found unremarkable. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This lead was explanted and replaced for an issue reported on report 2124215-2017-12310. The lead was returned for analysis.